Manufacturer narrative:
The customer did not provide a reference value for comparison. Unable to determine the accuracy of the inratio result without this information. It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. After reviewing all previous in-house donor testing conducted for lot 360632, no product deficiency was found. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot met release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The patient self tester reported unexpected high results with her inratio testing. The results were as follows: (B)(6) inratio (sequential order): >7.5 and 5.8. Patient's therapeutic range is: 3.0-3.5. A historical inr result was provided to technical service rep.: (B)(6) inratio: 3.1. Per patient self tester, there were no changes in medication.